Event description:
It was reported "PICC kit was shipped with hair inside"

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regr4424 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair in a sealed kit is confirmed and was determined to be manufacturing related. One 4 fr single lumen powerpicc solo 3cg kit was returned for evaluation. An initial visual observation showed the kit was returned sealed. A long hair was observed within the kit between the blue wrap of the kit tray and the clear plastic film of the kit packaging. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC kit was shipped with hair inside".